Manufacturer narrative:
The hill-rom technician found the brake detent mechanism assembly needed to be replaced. Per the hill-rom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015, 2016 and 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake detent mechanism assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed's brakes would not hold. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).